Event description:
It was reported, that the patient was asymptomatic. It was noted, that the battery ran out. The physician suspected premature battery depletion. The pacemaker was noted, to have reached the elective replacement indicator (eri) on (B)(6) 2024. The pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported event of premature discharge of battery was not confirmed. The device was received at end-of-service level, with normal output and normal telemetry communication. The device was operating in high output mode and was implanted beyond its projected longevity. At this stage, the battery¿s capacity is significantly reduced, and its voltage level is sensitive to variations such as temperature, rate responsive and prolong telemetry interrogation, etc. These conditions can result in fluctuation of battery voltage level measurements, which affects the longevity estimates. Electrical and mechanical tests performed indicated normal device functionality. The device was implanted for 6.26 years which exceeds its projected longevity and is consistent with normal battery depletion.